Event description:
It was reported that the battery went ¿dead¿ and the patient had surgery to replace it. It was noted that the battery went dead due to non-use and not charging. The patient noted that they had issues charging the last device since implant and that the belt caused them problems. The patient noted they ¿gave up¿ on the device because of ¿complications¿ with charging. Additional information received reported that the implantable neurostimulator (ins) was overdischarged. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).